Event description:
It was reported that; this pacemaker triggered a lead safety switch due to low pacing impedance out of range on the right ventricular (rv) lead from another company. The technical services (ts) discussed troubleshooting options and revised the integrity of the lead. This pacemaker remains in service. No adverse patient effects were reported.